Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of mg/dl at the time of the incident. The customer was given juice to treat. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined, since the pump was being replaced for keypad issues. The customer had another low event on (B)(6) 2017. The insulin pump will be returned for analysis.